Manufacturer narrative:
Investigation in-process - follow-up report to be submitted.

Event description:
A fire was activated in the hospital by the smoke detectors while the machine was in the dying phase. The machine had caught fire. Emergency services arrived on site and extinguished the fire. As the machine is connected to the lev system it is unknown when exactly the fire started as the smoke was being extracted from the room.